Event description:
Patient received grade 1 burn to arm and shoulder area during surgery using the wrist traction tower. The tower base was not cooled down after autoclave sterilization prior to use. Notification of event was in 2006.

Manufacturer narrative:
Instruction for use specify a forty (40) minute drying and cool down period which was not followed.